Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4) now applies to the desktop charger (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 37761, serial# (B)(4), product type: recharger. Product ID: 37791, lot# unknown, product type: recharger. Analysis of the desktop charger found that it had a broken connector pin. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that there was a damaged implantable neurostimulator recharger (insr) cord and the patient is not able to charge properly. An antenna was sent to the patient, but it didn't solve the problem as the insr is not able to power on. The patient states that the connector pin is the issue with the insr not being able to power on and has been without stimulation for about two weeks.